Event description:
It was reported that a computed tomography (CT) scan was performed on the patient which detected a stent fracture of the resolute onyx coronary drug-eluting stent that had been implanted some two years and eight months previously. The scan revealed that the stent had broken and it was understood that the stent frame had fractured. This finding was reviewed by the patient's cardiologist, who was not concerned about the stent. The patient inquired about the possibility and risks of stent fracture and was informed that stent fracture is listed as a potential risk associated with percutaneous coronary diagnostic and treatment procedures. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: facility name and address provided. Annex d code. Correction: initial reporter name and phone number annex a code a0406 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.